Event description:
A customer contacted beckman coulter regarding pt sample results that were matched with incorrect pt names by the lh750 analyzer. The customer indicated that the pt sample results were verified at the instrument workstation database prior to reporting results out of the lab. The questionable sample results were edited with the correct pt name. If the pt results were sent to the laboratory information system (lis) it was paired with the correct pt identification number and accession number. No erroneous results were reported out of the lab. No additional event information was provided by the customer. There has been no change to pt treatment or any injury that can be attributed to this event.